Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available, a supplemental report will be submitted.

Event description:
The procedure was performed on the tibio peroneal (tp) trunk. An sfa stent (unknown make and model) had also been placed during this procedure. While the 014 wire was down, the physician was ready to pull out the silverhawk. The silverhawk was cleaned once, and performed another quadrant cut. When the physician was pulling it out, somehow, the wire got caught and it got tangled up in the silverhawk. It is believed that the wire was caught in the stent strut. The physician then got the wire uncaught in the stent strut which created a sort of lasso. When the physician brought it up and over the bifurcation of the iliacs, it was still getting stuck so the physician pulled everything out including the sheath. When the physician pulled out the silverhawk, it had the cutter but the entire nosecone dislodged, including the plastic going back past the cutter. There was about 4 centimeters of the nosecone left inside the patient which we then had to go back in and retrieve. To go in and retrieve, we used a 7mm embolic protection device was deployed distal to the silverhawk nosecone. The physician tried to pull it up in the filter basket, but was unsuccessful. A second embolic protection device was deployed which was used to protect the nosecone of the silverhawk from drifting further down, and a snare was pulled to actually grab everything out of the patient.